Event description:
A hospital in (B)(6) reported that air leaked from the expiratory limb of an rt340 breathing circuit after two weeks of use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 breathing circuit has not been made available to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is therefore based on the description of events and our knowledge of the product. Method: the hospital provided photographs of the complaint breathing circuit and these were evaluated. The hospital also informed us that the circuit had been used for two weeks when it malfunctioned. Results: from the photographs provided it could be clearly seen that part of the expiratory (evaqua) limb was stretched and that the outer film had been pulled apart. A lot check could not be performed as no lot number was provided. Conclusion: it is most likely that the leakage occurred as a result of the stretching of the delicate evaqua tubing over an extended period of time. The rt340 breathing circuit is a disposable circuit and is only intended to be used for a maximum of seven days. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit contain the following warnings: this product is intended to be used for a maximum of seven days. Do not stretch or milk the tubing. (B)(4).